Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that analysis of the patient¿s system controller log file was requested. No further information was provided. During review of the submitted log files, technical services observed low flow events on (B)(6) 2018.

Manufacturer narrative:
The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Evaluation of the submitted log files confirmed one low flow hazard alarm; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The system controller event log file contained data from (B)(6) 2018 at 06:42:54 through (B)(6) 2018 at 14:40:03. Low flow events were captured on (B)(6) at 09:56:37 and (B)(6) at 21:37:39 and 21:37:49. These low flow events resulted in one low flow hazard alarm on (B)(6) at 21:37:59. Calculated flow was captured at 2.4 lpm for each of these events. Frequent pi events were also captured throughout the file. The pump speed did not drop below the low speed limit of 4400 rpm for the duration of the file and the pump appeared to function as intended. The system controller periodic log file and lvad log files were also reviewed and did not show any atypical alarms or trends in pump parameters. The pump appeared to function as intended. Multiple requests for additional information regarding the low flow events were sent to the account, no additional information was provided. The hm3 lvas IFU explains that changes in patient conditions can result in low flow. This IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.